Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, (B)(4), lot number w7c03c1, exp jun 18, naci 0.9%; 50ml fresenius kabo (B)(4), lot number 0000201976, exp 29 apr 2017, piperacillin/tabzobactam. The customer¿s report of a leak in the pumping segment was confirmed. Visual inspection of the set showed that the silicone segment had a 0.0731 inch long tear near the upper fitment. Examination under magnification revealed a crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of antibiotics was programmed to infuse at 10 ml/hr and connected to an unspecified primary infusion. During bedside report the rn noticed an unspecified amount of fluid on the floor underneath the pump. Upon further investigation of the tubing, a small hole was noted in the pumping segment of the tubing. There was no patient harm.